Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended. (B)(4).

Event description:
The customer reported, the system locks up. No patient injury was reported.